Event description:
(B)(4). It was reported that stent thrombosis occurred. In (B)(6) 2015, clinical assessment status indicated that the patient's qualifying condition was unstable angina. Subsequently, the index procedure was performed. The target lesion was located in the mid left anterior descending (lad) artery with 95% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre dilatation and placement of a 3.50 x 16 mm promus premier¿ stent. Following post dilation, residual stenosis was 0%. However, post-stent implantation, thrombus was present. The target lesion #2 was located in the left posterior descending artery (l-pda) with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The target lesion #2 was treated with pre-dilatation and a 2.50 x 20 mm promus premier everolimus-eluting platinum chromium coronary stent. Following post-dilation, residual stenosis was 0%. One day, post procedure, the patient was discharged on doses of aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).